Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion of the connector. Based on the results of the investigation, and since the occasional blackout was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, the most likely cause of the corroded connector was degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited occasional blackout during reprocessing. There were no reports of patient involvement.